Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2015, a genesis ii ps high flexion insert size 7-8 13mm was found to have a broken post. This adverse event was treated with a revision surgery on (B)(6) 2022. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and revealed that the device is broken. The clinical/medical investigation concluded that, per complaint details, an insert revision was performed due to a broken post. Reportedly, the new insert was the same size. The requested medical documentation has not been provided as of the date of this medical investigation. Although the provided images appear to support the complaint showing the post is broken away from the insert, it does not provide insight into the root cause of the reported event. The current health status of patient remains unknown. Without the requested clinical documentation, the root cause of the reported event could not be fully assessed. The patient impact beyond the reported insert post breakage and revision could not be determined. No further medical assessment could be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that implant can break or become damaged as a result of strenuous activity or trauma, and has a finite expected service life and may need to be replaced in the future has been identified as a warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported incident could be corroborated as the picture reveal that the device is broken. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.